Event description:
During a retrospective complaint review, devilbiss healthcare identified a devilbiss model 525ds oxygen concentrator in which a complaint of "service light and hot" was reported on (B)(6) 2022. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The root cause investigation revealed thermal deformation to the rear cabinet and compressor housing caused by premature wear, and ineffective operation of the cooling fan. Devilbiss has an active CAPA for fan related issues.

Event description:
During a retrospective complaint review, devilbiss healthcare examined a complaint received from a distributor on january 22, 2020 involving a devilbiss oxygen concentrator that had a "service light" on and was "hot." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Devilbiss evaluated the unit at the time and determined that ineffective operation of the cooling fan resulted in thermal deformation to the rear cabinet and compressor housing. Devilbiss has an active CAPA for fan complaints.